Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ablation procedure a intellanav mifi oi catheter was selected for use. It was reported that the maestro generator signaled an error of excessive temperature during the procedure. Upon inspection of the catheter, it was noted that the catheter's fluid port line had been severed. The catheter was exchanged and the procedure was completed successfully without patient complications.